Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during permanent implant procedure; patient developed an epidural hematoma. Patient was taken back to or and the system was explanted to address the issue. Patient has been recovered post-op.